Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, haptic broken while loading. Additional information received stating that tech likely did not realize haptic was broke when loading. The surgery was completed on same day. There was no patient harm. There are two medical device reports associated with this report. This file is 1 of 2.